Event description:
Per follow-up telephone conversations with the reporter, the subject device, a 4003 portable compressor nebulizer, began to melt during a treatment and the pt allegedly inhaled "toxic fumes". No other info was made available at this time concerning the pt. According to the reporter, his client went to the ER after his treatment.